Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation, embedded, tilt, fear. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to bilateral femur fixation surgery. The patient alleges tilt and vena cava perforation. The patient further alleges fear. On 11feb2020, per a report from computed tomography; ¿there is an ivc filter positioned within the inferior vena cava. The superior tip of the filter is positioned 2.0 cm below the left renal vein entry into the ivc. The orientation of the filter parallels the ivc. The ivc filter apex does not appear to abut the ivc wall on the axial images. The hardware does not appear fractured. Three of the left-sided legs of the filter appear to extend beyond the ivc lumen and abut the serosal margin of the abdominal aortic aneurysm. There is no CT evidence of perforation of the abdominal aortic wall on this noncontrast CT scan. The extraluminal legs of the ivc filter measure 0.7 cm, 0.5 cm and 0.4 cm peripheral to the ivc filter wall as measured from anterior to posterior. There is also a posterior leg of the ivc filter wall which extends beyond the ivc wall and appears to extend into the anterior-inferior endplate of the l3 vertebral body. The distal tip of this leg is 0.7 cm peripheral to the ivc wall. One of the posteriorly positioned legs appears to extend beyond the inferior vena cave lumen and abuts the anterior-medial margin of the right psoas muscle.¿ on 11feb2020, per a report from computed tomography 2; ¿the filter is tilted to the anterior right and its cone is lying against the ivc wall. Left filter strut penetrates 18 mm through the ivc wall. A second left sided strut penetrates 15 mm through the ivc wall. Right strut penetrates 6 mm through the ivc wall and penetrates the psoas. Anterior strut penetrates mm through the ivc wall. Posterior strut penetrates 21 mm through the ivc wall and is embedded in a vertebra where there are chronic reactive changes.¿ on 28feb2020, per a report from computed tomography; ¿ivc filter is noted infrarenal location. It does appear that at least 2 -3 of the legs of the ivc filter have perforated the medial ivc wall, uncertain clinical significance, however this was seen on multiple prior CT scans dating back to at least 2016.¿

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2008, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.